Event description:
Pt reported she experienced hyperglycemia and believes the insulin delivery of the infusion device is too low. She had normal blood glucose levels during the day on (B)(6) 2012. Her blood glucose elevated to 233 mg/dl around 8:00 p.m. And she did not deliver insulin as a correction. Her blood glucose was 458 mg/dl at 5:00 a.m. On (B)(6) 2012, and she felt sick and vomited. She was taken to the hospital by her partner at 7:00 p.m. Her blood glucose was 520 mg/dl and she was diagnosed with diabetic ketoacidosis. She was admitted to the hospital and treated with an insulin infusion. The infusion device was requested for eval. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.